Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system had a drawer that was unable to open or close. The customer reported that this malfunction occurred during the dispensing of medication, which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reseated the bus and row board cables drawer 7, but the drawers 4 and 6 also had cubies that was not detected. So, the fse reseated bus and row board cables on those drawers as well. The system functioned as intended after the fse repaired the device.